Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified radial artery. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent dislodged. The dislodged stent was successfully removed using snares. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the device was broken or intentionally cut in the distal shaft to allow it to be freed from the guidecatheter in aid of removal.

Manufacturer narrative:
Device evaluated by MFR.: a stent delivery system (sds) was returned for analysis without the proximal shaft region including the manifold. The proximal part including the manifold was not returned for analysis and therefore the catheter lot number and the device type printed on the manifold was not available. It could be confirmed that the device received was a bsc promus element plus ous 3.50x38mm device as the distal shaft, balloon and stent (including stent strut confirmation) and tip were consistent in appearance with a bsc promus element plus device. The crimped stent length could not be measured as the proximal region of the crimped stent was lifted and bunched distally, however the diameter of the returned device were consistent with a promus element plus 3.50x38mm device stent. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The crimped stent length could not be measured as the stent was damaged. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft could not be completed as this section of the device was not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break of the shaft polymer extrusion region measured at 25.2 cm proximally to the distal end of the tip. Additionally, a flattened region was noted on the shaft polymer extrusion starting proximally from the proximal balloon bond. A cd was received by galway cis which contained 9 series of angiographic images and 2 still images taken during the angiographic procedure, dated 30 october 2020. A guide catheter was in position at the lm ostium and contrast flow assessment of the left main arteries was noted. Balloon predilation is noted in the lm but not further treatment. The last series shows a dislodged stent still on its delivery system as the balloon markerbands are visible. It can also be noted in this last series that the proximal region of the stent is damaged as part of the stent can be seen lifted form the proximal stent region and pulled distally. A removal by forceps of this dislodged part of the device is noted. A review of the media provided could identify the alleged stent dislodgement as the distal region of the delivery system including the crimped stent was seen to be dislodged and removed from the radial artery using forceps. No other instances of stent dislodgement were noted in the images reviewed. No other issues were identified during the product analysis.

Manufacturer narrative:
E1 initial reporter first name: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified radial artery. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent dislodged. The dislodged stent was successfully removed using snares. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the device was broken or intentionally cut in the distal shaft to allow it to be freed from the guidecatheter in aid of removal.

Manufacturer narrative:
Initial reporter first name: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified radial artery. A 3.50x38mm promus element plus drug-eluting stent was advanced for treatment. However, the stent dislodged. The dislodged stent was successfully removed using snares. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.